Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 00:27:29. During night drain cycle five, the patient's ultrafiltration reading was 1145ml, indicating the home patient drained 985ml more than their maximum programmed fill volume of 1600ml. No further information was available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. This complaint is an ancillary service event. The device underwent simulated therapy testing. A review of the service history was performed and it was noted that previous servicing of the device did not cause or contribute to the event. The increased intra-peritoneal volume (iipv) event was identified during a review of the event history log. An internal and external visual inspection was performed. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. Upon conclusion of the investigation, the cause of the iipv event was determined to be a use error further specified as the total tidal ultra filtration (uf) removal was set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.